Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient has a problem with the function of his inflatable penile prosthesis most likely due to migration and displacement of one of the implants. The patient will be submitted for a revision surgery. There were no patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient has a problem with the function of his inflatable penile prosthesis most likely due to migration and displacement of one of the implants. The patient also experienced infection. The inflatable penile prosthesis was replaced. There were no patient complications.